Event description:
It was reported that the patient did not fell good after the device had some programming changes. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient did not feel good after the device had some programming changes. It was further reported through follow up information that previously the device's activity threshold sensor was adjusted. Since that adjustment the patient's symptoms were related to the patient's blood pressure. It is reported that the system is functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.